Manufacturer narrative:
(B)(4). The device history record of batch number (B)(4) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device record review shows that the product was assembled and inspected according to the manufacturing specifications. The device reportedly is not being returned for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
A bard suture was loaded onto the capio device with an attempt to fire it. The suture jammed the capio, the suture broke and it was left in the patient. Another capio slim and a capio suture was used to complete the case. The patient's condition was reported as unknown.